Event description:
Symptoms resolved approximately 8 months post injection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿firm areas¿ and ¿subcutaneous nodules¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: ¿the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. ¿inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. ¿the onset of nodules generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. ¿in many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Instructions for use: ¿the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A linear threading technique, serial puncture injections, or a combination of the 2 have been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Company representative reported on behalf of the healthcare professional who noted after injection in the nasolabial folds with juvéderm® and in the cheeks with juvéderm voluma® xc, the patient developed nodules in the nasolabial fold area 3 months post injection. There were no symptoms in the cheeks where the juvéderm voluma® xc was injected. Further follow up with the healthcare professional revealed 1 syringe each of juvéderm® ultra plus xc and juvéderm® ultra xc were injected in the nasolabial folds. ¿firm areas¿ were also noted in the nasolabial folds bilaterally. About 5 months post injection, patient had a CT scan which showed subcutaneous nodules; patient also had an ultrasound and blood tests done. Those results were normal. Approximately 6 months post injection, patient was treated with hyaluronidase and again 9 days later. Symptoms are ongoing.